Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she experienced stabbing pains and was told by an eye care professional (ecp) that she had dry eyes. She was given eye drops but she still has this pain and states "it can't be dry eye". According to the consumer, the doctor informed her that her complaints are not surgery related and referred her back to her ecp.